Event description:
The complaint was defined as: catheter kinked, deployment difficulty. As reported by the customer: "pt had 2 metal stents in place to begin within hilar region attempted to deploy x-suit nir 10x60 inside another stent. The deployment catheter is kinked, not sure what kinked it." Unable to deploy until out of pt. Different company metal stent used to finish cases. No harm to pt. The system would be sent to medinol for investigation.

Manufacturer narrative:
Medinol, as OEM, has not yet received the device for eval.